Event description:
It was reported that the device was explanted approximately after implant duration of 19 months, due to aortic regurgitation, annular abcess, and to recurrent valve endocarditis.

Manufacturer narrative:
(B)(4) - annular abscess. Device not returned.